Manufacturer narrative:
(B)(4). Date sent: 07/26/2021. D4: batch # u5ck36. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present, confirming that the device was not fired. Attempts to fire the device were unsuccessful, confirming the experience. Upon removal of shrouds, the motor connector was observed to be disconnected. The motor connector was reseated, and the device fired into a test skin with no issue. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. No conclusion could be reached on what caused the misassembled device noted during the visual inspection. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the small abdominal incision had already been opened. Although no damage of intestinal tract was observed, it was cut extra. The procedure was not converted to an open procedure. The patient's condition is stable.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired although the tissue compression scale backlight was illuminated. The device was used on the rectum. The gap setting scale marked about 2.2mm. The battery was reinserted, but the issue did not improve. The anvil was attempted to remove but could not so that the surgeon put his hand into the patient through a semi-open abdomen to remove the anvil. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.